Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a pump malfunction. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to the pump not functioning as intended. A new ipp consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes, based on analysis results, the pump issue identified via laboratory analysis could have caused or contributed to the clinical observations of the pump not functioning as intended. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass activation testing. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Labeling review: review of device labeling found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen. The adverse event of mechanical difficulty with the device is a known risk of the device and is included in hazard analysis.